Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The sheath was flushed with fluid and the dilator was inserted into the sheath. No material exited the sheath. The sheath was cut lengthwise; a strip of delamination was noted from the hub to the distal tip. The material was not returned. The reported ¿clear material¿ is consistent with the missing portion of the jacket liner.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a piece of clear material was noted on the sheath. Following transseptal puncture with a non abbott needle, the catheter was placed in the atrium, the dilator and wire were removed and the introducer was flushed. Upon flushing, intracardiac echo revealed an object distal to the sheath tip that appeared to be attached to the introducer. The introducer was removed and a piece of clear material was attached to the sheath. Another sheath from the same model was used to complete the procedure with no consequences to the patient.